Event description:
The customer reported a failure of the m1669a ECG trunk cable. There was no reported patient incident/injury.

Manufacturer narrative:
.

Event description:
The customer reported a failure of the m1669a ECG trunk cable. There was no reported patient incident/injury.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.